Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness has resolved. The recipient was activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extreme dizziness following initial surgery. On (B)(6) 2025, the recipient was hospitalized for three days and treated with physical therapy exercises (epley maneuver) several times a day which improved the dizziness. The recipient was also prescribed medication (type unknown) for dizziness, stomach upset and a walker.